Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced an unspecified malfunction, which occurred eight days after the sensor had been inserted in the arm. During the event the patient was at his graduation he experienced a hyperglycemic event and passed out. It could not be confirmed if the patient were alarmed by his dexcom device that the blood sugar level was high, and if the high alerts were enabled. The parent who reported the event was not sure if the event was caused by inaccurate continuous glucose monitor (cgm) values or a sensor error. There is no cgm reading reported but at an unspecified point during the event, the blood glucose reading was 20.0 mmol/l. When the patient had lost consciousness, the emergency services were called, and the patient was brought to the hospital. No treatment was reported, but it is stated that the patient was discharged on the same day. When the mother arrived at the hospital the dexcom device was working correctly. At the time of the report the patient was in a good condition. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.